Event description:
We received a report that a patient was unhappy with the visual outcome of her multifocal intraocular lens (iol) due to having halos so the iol in the right eye was explanted. There were no surgical complications such as an incision enlargement or vitrectomy. Because the patient was unhappy with her visual outcome the companion eye (left) was also explanted. A separate report is filed for the left eye.

Manufacturer narrative:
Remove from lens evaluation: the lens was identified as a multifocal lens because of the presence of rings on the optic surface. Initial use of device. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related with the customer claim was generated. Lenses are visually inspected at 10x microscope magnification. Based on the manufacturing record review, no deviation or assignable cause was identified. The documentation shows that the production order was manufactured according to specifications. The explanted intraocular lens (iol) was returned to our manufacturing facility for inspection. Visual inspection showed that the lens was received cut in two pieces. The lens was identified as multifocal lens because of the presence of rings on the optic surface. The lens condition was consistent with a lens that had been explanted from the patient's eye. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.